Event description:
Reported that a woman of 74 yrs was receiving morphine and died on 27 september 1999. The coroner advised that the pump was set up on the 25th at 10:45am - 40mg diamorphine, 0.6mg hyoscine, 25mg nozinam in 10mls water to be delivered in 24 hrs. Syringe type:bd 10ml. Replenished september 26, 9:40am. Pt was comfortable and had a good night's sleep. Replenished september 27, 10:50am. Regime unchanged. 4:50pm - pt pronounced dead. Blood tests performed during post-mortem have indicated a morphine level of 0.24mg/ml (indicated that concentrations over o.15ug/ml would be fatal).